Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the generator change for normal eri, an insulation tear near where the lead connector sleeve changes into the lead body was observed. The rv lead was capped and replaced. There was no previous anomalous behavior on the rv lead prior to the opening of the pocket. Physician used a plasma knife for electrosurgery to dissect down to the pocket. Patient was asymptomatic during the case and fine in the recovery room.